Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was reported that moisture was located in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during investigation, the pump was powered on with audible tone and vibration and the display was found to be blank. No evidence of moisture ingress was identified in the cartridge compartment. The pump cover was removed and moisture was found inside the pump on the display flex cable and connector. The original complaint of a blank display was found to be caused by moisture contamination. Unrelated to the original complaint, a crack was observed between the case seal and keypad. A leak test was performed and a leak was identified at the crack between the case seal and keypad.